Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update the device available for evaluation section and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal evolution along with the plastic header bag ateriotomy locator and the aluminum foil pouch was returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and the tamper tube was slightly exposed. The compressed collagen hung at the tip of suture which hung from the distal tip of the carrier tube. The anchor could not be located and was likely detached from the suture/collagen. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. Visually inspection revealed that there were no damages or deformations. The button on the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth was checked for proper mating and alignment. No anomalies were noted. Functional testing was conducted, the button was pressed and the suture unwound as intended. Angio-seal evolution IFU states: "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing". "When hemostasis is achieved, push and hold the suture release button, and pull back until the suture is exposed. This will release the remaining suture within the device handle, and remove the compaction tube from the tissue tract." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that excessive withdrawal forces experienced was due to the suture not unspooling which in turn occurred due to the button on the handle not being depressed. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician had an issue with an angio-seal device. The doctor attempted to deploy the angio-seal but the whole device came back, so they were unable to deploy it. Manual pressure was applied to treat the patient. There was no harm to the patient. Additional information was received on november 14, 2018: the procedure performed was a peripheral angioplasty using a 6fr sheath. A pre-deployment angiogram was performed.